Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, occlusion was found to be within the cartridge; air bubbles were observed within the cartridge tubing. Reportedly, issue was resolved after delivering a bolus. There was no reported adverse impact to the customer's blood glucose level.